Event description:
It was reported that when using the bd pyxis medstation system had an issue with a combo med for olanzapine injection 10 mg vial (med ID 9263799), combined with sterile water for injection 10 ml vial. Two patients had active orders for a 5 mg dose of olanzapine from the 10 mg vial, but nurses were unable to remove the combo med during their attempts. The customer stated that an "invalid combo med" error appeared in each order when they tried to remove the olanzapine. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the nurses were not able to remove the combination medications. A technical support specialist verified the situation and confirmed that the orders for the combination medications did not allow partial removal. This limitation was the reason users were unable to extract 5mg from the order. The serial number, UDI and manufactures details kept blank since the given asset information found to be enterprise user/form mgmt lic 41-60mains. The system functioned as intended after the technical support specialist troubleshooted the device.